Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform functional testing including rewind basic occlusion test, self test, a21 error test, occlusion test, prime test, excessive no delivery test, displacement test or verify a35 alarms due to motor error alarm. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a MRI done and it was about 20 feet away. Customer stated that she got a motor error alarm on the insulin pump. Customer's blood glucose was 169 mg/dl at the time of the incident. Customer also had a motion sensor test failure alarm. Customer was assisted in performing the pump rewind. Customer was unable to complete the rewind due to the motion sensor test failure alarm. Customer was unable to complete troubleshooting. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer agreed to return the pump.